Manufacturer narrative:
Correction: conclusion code grid updated.

Event description:
Philips received a complaint on the heart start xl+ defibrillator monitor indicating that the self-test was failed. The fse evaluated the device onsite and determined that the self-test was failed due to a printer problem. After rubbing and cleaning the printer sensor, the issue was resolved, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).